Manufacturer narrative:
Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The events listed were obtained from the cer "80100048- cer for rf ablation devices ¿ revc ¿ (B)(6) 2017 ¿final" conducted from a data set from (B)(6) 2010 ¿ (B)(6) 2017. The complications associated with the radiofrequency ablation system observed during review of literature articles published in different years as reported in the cer could be summarized as below: one patient had prolonged duration of hospitalization (2-day hospital stay) due to penetration cannula break and local pain 3 days after the first rf.